Manufacturer narrative:
Device evaluation summary: the reported motor head had a malfunction. The display showed a "motor head malfunction" alert was not verified during service. The service technician ran the instrument for 4hrs with no errors. The motor was a little loud at full rpm's. The depth of the magnet was reading .094 on all four spots. The service technician replaced the cover m938278a001 magnet and set the magnet to .096 on all 4 spots and ran for 3 days for 8hrs each day with no errors, the motor was humming normal at different settings on the rpm.s. Preventive maintenance was performed per specifications. Additional info h6: updated the annex b and the annex c codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a external drive motor instrument, it was reported that the motor head had a malfunction. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Correction b5: medtronic received information that prior to use of an external drive motor instrument, it was reported that the motor head had a malfunction. The display showed a "motor head malfunction" alert. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Correction h6: updated the fdd/ annex a codes and the rfr code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.